Event description:
It was reported that the target lesion was the right coronary artery (rca) with moderate tortuosity and moderate calcification. The xience 2.25 x 28 mm stent failed to cross to the lesion and the device was retracted. Resistance was encountered with the guiding catheter during retraction, and the physician started to remove both devices as a unit, and the stent became dislodged. An attempt was made to retrieve the dislodged stent using a snare device, but the attempt was unsuccessful. The stent remains in the profunda artery. The procedure was concluded. The patient was brought back the next day and the case was completed with the successful implantation of a xience 2.5 x 38 mm stent and a xience 2.5 x 12 mm stent, with a good outcome. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.